Event description:
It was initially reported that during a pt's follow up appointment due to an increase in seizures approx one week following the implant of the new generator, it was noted that high lead impedance was observed on diagnostics performed. The pt was said to have been turned on with diagnostics performed immediately following her prophylactic generator replacement, which were within normal limits. Specifics on the diagnostics performed were not provided. X-rays were said to have been taken, which did not confirm a lead break. The x-rays have not been sent to the manufacturer for review. The pt's device was not disabled due to the severe seizure activity when the pt is not receiving therapy. During the pt's revision surgery due to the high lead impedance, the lead was first attempted to be repositioned, which again resulted in high lead impedance. When the lead was replaced and diagnostics were performed with the current generator, high lead impedance again was observed. A test resistor was used on the current generator was also resulted in high lead impedance. When the generator was replaced, the diagnostics performed were within normal limits, but specifics were not available. The surgeon also mentioned at that time that he could see an abraded opening in the lead body, but specifics on the observation were not provided. The explanted lead and pulse generator were returned to the manufacturer for analysis, but the lead analysis has yet to be completed. Visual inspection of the pulse generator did reveal damage to hex head on the setscrew. This damage maybe an indication that the setscrew did not secure the lead to the connector block causing an open connection, thus resulting in the reported high impedance. Other than the observed damage to the setscrew, the pulse generator performed according to specifications. Good faith attempts to obtain additional information are currently in progress.

Manufacturer narrative:
Device failure is suspected.